Event description:
On (B)(6) 2012, leica microsystems received a complaint stating that the optics carrier of leica m720 oh5 would not hold up during a surgical procedure. There was no pt injury reported.

Manufacturer narrative:
This is an initial report. According to the complaint report, during surgical procedure, the brakes of leica m720 oh5 were engaging and disengaging which would not hold up the optics carrier. A hosp staff member was holding up the optics carrier over the pt. A leica rep was present as the malfunction occurred. Since the surgical microscope was not performing according to specs, the leica rep recommended to use another surgical microscope in order for the surgeon to continue completing the surgical procedure. A replacement surgical microscope was shipped to customer to continue the product demonstration. Further investigation is still being conducted by the MFR. One results or new info are obtained, a follow-up/final form FDA 3500a will be submitted.